Event description:
Patient experienced an episode of hypoglycemia and ems was dispatched; no medical treatment was provided.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specifications and delivery accuracy.